Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 2.5mmx40mm x146cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 3 atmospheres for 4 seconds, contrast media leakage was noted under fluoroscopy and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote nc balloon catheter of different size. No patient complications were reported and the patient's status was good.